Manufacturer narrative:
Intermittent button response on the select button, problem isolated to keypad assembly. Device passed displacement test. Pump error 63 alarmed during self test due to broken trace at pin 6 on keypad assembly. Unable to verify audio/absence of alarm due to pump error 63. Device received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons was stuck sometimes. Customer stated that numbers were ramping on their own and the scroll bar was moving with no input. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.